Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. The customer¿s blood glucose was in the 40's mg/dl. Customer reported that blood glucose was pretty high, has been working with her dietitian trying to get it down. Customer stated that she treated by insulin pump or injection shot. Customer stated that she drinks some juice or takes candy when her blood sugars go low. Customer declined to troubleshoot for the high and low blood sugars. Customer stated that her battery cap had broken and that she had gone through so many batteries. Customer stated that it wasn't getting a good connection. The insulin pump will not be returned for analysis.